Event description:
Information received: ¿I am forwarding a video of the incident. As I previously informed, we do not have the sample that was defective available, I was sent the wrong unit. But in the video you can appreciate the problem. "

Manufacturer narrative:
Investigation summary: video received by our quality team for investigation. Through visual inspection, plunger is observed loose form the syringe. Further evaluation and physical sample is required to analyze how the package was opened which can cause a premature plunger activation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd solomed¿ syringe plunger was broken/damaged. The following information was provided by the initial reporter, translated from portuguese to english: "the plunger broke while aspirate the medicine content."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.